Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs8bylx. Hardware: sm-s931u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, while the patient was sleeping, the cannula dislodged from the skin at the infusion site on the abdomen after approximately 24-36 hours of pod wear. This led to the patient¿s blood glucose levels increasing to approximately 460 mg/dl. The mother further reported that prior to the event, the adhesive had been observed to be peeling; therefore, medical tape was applied over the pod to improve adhesion. Following the cannula dislodgement, a new pod could not be activated due to insufficient insulin available to fill it, which prompted the mother to seek medical attention at the emergency department. The patient was subsequently admitted to the hospital and diagnosed with mild diabetic ketoacidosis. Treatment during hospitalization included intravenous insulin and fluids, as well as additional medication that the mother was unable to specify. The patient was discharged the following day.

Manufacturer narrative:
The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative.